Event description:
A letter was received from the surgeon reporting the device was used during a laparoscopic cholecystectomy. It was reported after placing clips, the clips came off from the cystic duct and came off a couple of branches of the cystic artery. The case was completed by suturing. There was no reported consequence to the pt.